Event description:
Na.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pneumatic module assembly (0997-00-1178). The pim leak test passed. The all manifold test passed. A functional check of the unit passed per the service manual. The failure analysis and testing dept. Received part and patient interface module with a reported unit failure of unit failed the pim leak test.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed part and patient interface module into the cardiosave test fixture and tested the pim to factory specifications per procedure and the cardiosave service manual part. The pim failed the membrane differential pressure test with a result of 8mmhg. The factory specification is +-6 mmhg.the pim failed testing.retaining the pim in the fat dept. Per procedure. Root cause of the current safety disk design allows for creep. Factors that may contribute to creep include.the specified torque on the fasteners (6 bolts) is applying too much stress on the diaphragm membrane.the helical washers installed along with the 6 fasteners (bolts) are enlarging the creep by maintaining stress on the diaphragm membrane as it deforms.the non-uniform deflection of the plastic safety disk housing at the fastener locations is applying too much stress on the diaphragm membrane.

Event description:
It was reported by customer that during pre-check, cardiosave intra-aortic balloon pump (iabp) failed pim test. There was no patient involved.

Manufacturer narrative:
Due to character limitations, e1 (initial reporter) is (B)(6). A supplemental report will be submitted upon completion of our investigation.